Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair, uterosacral ligament and vaginal vault suspension and cystoscopy due to paravaginal defect cystocele, dyspareunia, and vaginal vault prolapse. It was reported that patient underwent mesh revision on (B)(6) 2007 due to bladder neck obstruction. It was also reported that patient underwent mesh removal on (B)(6) 2008 due to bladder neck obstruction. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.